Event description:
The physician was treating a lesion with 95% stenosis in the trifurcating left main with an integrity rapid exchange (rx) bare metal stent. The physician was unable to cross the circumflex where there was a previously deployed stent. The integrity rx stent became dislodged during this attempt to cross the circumflex. The physician was unable to locate the dislodged stent. The physician then attempted to use another integrity rx bare metal stent but this stent dislodged in the left main. An attempt was made to snare the stent but the physician was unable to do so. The stent was then crushed to the vessel wall. Another stent was used to treat the target lesion. There were no issues noted with the devices prior to use. The lesion was pre-dilated. Force was used in an attempt to cross the lesion. The pt is reported to be fine post procedure and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: presence of a previously deployed stent. Force was used. Failure to deliver stent and stent dislodgement. Results: presence of previously deployed stent. Force was used. Eval summary: the hypotube was bent and kinked. The stent was not present. The balloon folds were partially opened. The tip was slightly damaged. Crimp impressions were evident on the balloon. The distal shaft was kinked proximal to the balloon bond.